Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the machine was displaying an alarm message "technical error #50," indicating a defective motor control board. The fse replaced the motor control board, and after further inspection, confirmed that the machine was working properly, with all pneumatic tests passed and all functions and parameters operating as expected. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is displaying an alarm message "technical error #50." There was no patient involvement.